Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment was observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the wires on the megasuturecut needledriver instrument were observed to be separated. Customer is not aware of any adverse event on previous procedures.